Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4): evaluation: method - lens work order search. Results - visual inspection of the returned product found half of one plate haptic torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4)

Event description:
The reporter stated the surgeon attempted to implant a cc4204a collamer single piece lens. As the physician was starting to insert the lens into the eye, he noticed that something did not look right to him and decided to switch to a different lens, same model lens. The lens went in part way but the physician stopped before inserting it completely into the eye and pulled the lens out. There was patient contact. No patient injury.

Manufacturer narrative:
Method: device history record review. Results: device history record review: after review of the device history records, nothing in the manufacturing process was determined to be the root cause of the complaint. As no specific defect with the lens was reported, just that the lens didn't look right, no definite root cause can be established. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).